Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between may 10, 2022 and aug 02, 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's left eye due to starburst, glare and halos which she could not tolerate. The pre-operative visual acuity was 20/200 +2 and the post-implantation vision with the lens was excellent with visual acuity being 20/15. It was noted that the incision was enlarged to remove the lens. Another competitor lens was used as the replacement. No other interventions reported. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: sep 20, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could contribute to or cause visual disturbances could be identified. Conclusion: the complaint issues were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.